Event description:
Pt reported to have lost some mobility in their right arm two hours following rf ablation to treat atrial fibrillation and isthmus flutter. A CT scan did not show any injury and the pt was cleared by neurology. The pt is currently fine and has no known consequences from the event. It is suspected the pt suffered a stroke that resolved itself.